Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they received a motor error alarm. The customer's blood glucose was 160 mg/dl at the time of incident. The customer's father performed displacement test and the insulin pump passed. The customer's father also reported that the screen was scratched and was having difficulty reading it. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.